Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a sensor anomaly. Customer stated the sensor's needle came out during insertion. The customer stated the needle broke from the sensor when trying to insert the sensor into the inserter. The customer's blood glucose was unknown. The customer stated the catch arm on the inserter was bent. The sensor will not be returned for analysis.